Event description:
The customer reported the alarm has power but no alarm tone when pressure is off the sensor pad or when the sensor pad is detached from the alarm. The customer also claims that the display is unclear. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results: evaluation of the returned product found that the alarm powers up but does not sound when it should. Only the modes are visible on the lcd display. The nurse call light comes on at the test fixture when it should. External power supply: low battery indicator light comes on when it should. The alarm case is cracked at the top left, top right and bottom right corners. Screws on the back of case are rusted. The battery springs are bent. Pin 1 in sensor #2 receptacle is raised up higher than the rest of the pins but did not affect the nurse call function. Note: the posey sitter ii an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure placed so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).